Event description:
At completion of a procedure, the physician was trying to remove the sheath from the pt's groin and it snapped, leaving a portion of the sheath in the patient. The patient had to go to the operating room urgently for removal. The broken piece could have dislodged in the artery, causing an embolus.